Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Other- company representative.

Event description:
It was reported that one-day post implant, the pacemaker exhibited a battery longevity anomaly. The device was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.